Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, pump gave call service 070 alarm during the rewind step. Reporter was unable to clear the call service alarm after pump reboot due to empty cartridge alarm during priming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found occurrence of the reported call service alarm. On investigation, the pump powered on with the appropriate audible and vibratory functions. The investigation was unable to complete the rewind step and the 24-hour exercise due to recurring call service alarms related to motor rewind issue. The pump was opened to further investigate, no moisture corrosion was found inside the pump. The motor assembly was evaluated and mechanical failure was found with the lead screw. Unrelated to the call service alarm issue, it was observed that the battery compartment was cracked from the case seal to the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.